Event description:
The caller stated that the battery door on the surgical irrigator came off during surgery in the operating room. The door had cracked in two and door hinge flew off. The unit was at 40psi at the time. There was no pt injury, and the unit was replaced with another one at that time.

Manufacturer narrative:
The customer declined returning the device for failure investigation. No analysis or conclusions can be drawn without the device. The serial number was provided and a review of the history records found no non conformances and no similar complaints for the device. If the device is returned and failure investigation results provide significant info, a follow-up report will be submitted. Door cracks and/or cracked door hinges are known to result from the use of cleaning agents other than recommended in the manufacture's directions for use. The dfu also states under preventative maintenance: monthly the user should examine all exterior surfaces for cracks which may occur (eg due to use of improper cleaning solutions). The device door is labeled with this warning info: if cracks are observed, remove the automatic pressure infusor from service and replace the damaged part.